Manufacturer narrative:
Cmpl- (B)(4).

Event description:
It was reported, that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined, to be signal loss. In addition, the probable cause of the signal loss could not be determined. The reported event of a pairing failure is reportable, based on the finding of the signal loss over one hour. No injury or medical intervention was reported.